Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a broken ceramic tip. Furthermore, the following additional issues (non-reportable) were identified during inspection: damaged sealing ring, damaged cap and spring shell, and a missing guide pin. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: wear and tear, wrong handling. This issue is addressed in the instructions for use (IFU): visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the inner sheath, for 26 fr. Outer sheath to olympus repair center for evaluation of a reported missing screw and a damage sealing ring that was found after a therapeudic, transurethral resection of the prostate procedure. The procedure was completed with the same set of equipment. There was no delay and no reports of patient harm. During the evaluation, a broken ceramic tip defect was found. This report is being submitted to capture the broken ceramic tip defect found during the repair evaluation.

Manufacturer narrative:
This report is being supplemented to provide a correction to h6 and h10 to include information that was inadvertently not included in the initial medwatch. H6 ¿ added code ¿4248.¿ h10 ¿ added instruction for use (IFU) instructions. See below: the event can be detected/prevented by following the instructions for use (IFU) which state: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches¿ olympus will continue to monitor field performance for this device.